Manufacturer narrative:
The received information provided basis for the manufacturer investigation. At the hospital site it was determined that the power supply unit was malfunctioning and thus contributed to the reported restart. In case of a complete power loss, the device will shut down while generating an independently driven audible power fail alarm for at least 2 minutes. The breathing valve will be opened to allow spontaneous breathing of the patient. The suspected power supply could not be provided for further analysis. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that during patient use the device suddenly shut down after running several minutes. No patient consequences reported.